Event description:
It was reported that during a colectomy, the device fired malformed staples. Operating time was extended by 20 mins. Add'l sutures were used to complete the procedure. There was no pt consequence.